Event description:
It was reported that following bilateral intraocular lens (iol) implantation, there was a refractive surprise in the left eye (os). According to the surgeon, no errors were found in the calculation. Surgery and date: cataract surgery dib00 enhance +31.00 diopters on (B)(6) 2025 pre-operative refraction +3.75 / -0.50 / 117 degrees subjective refraction -1.25 / +0.00 / 0 degree = 1.0 glasses (measured) distance glasses -0.75 / / = 1.0 p. Uncorrected visual acuity: 0.63 despite a slight adjustment from 31.50 to +31.00 diopters, the patient's os was still too far in the negative range and the lens in the os was explanted on (B)(6) 2026 due to the patient being dissatisfied. The lens was discarded as it was too damaged to return for investigation. A new dib00 model lens (sn (B)(6), +29.50 diopters) was implanted instead. An appointment was scheduled for (B)(6) to check how the patient was doing with the new iol. Through follow up, we learned that as per the check-up appointment on (B)(6) 2026, the surgery went very well. The patient is very satisfied with the new iol. No further details were provided.

Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.